Manufacturer narrative:
(B)(4).

Event description:
The customer initially reported the beckman coulter act diff 2 instrument was giving aperture alerts on patient samples when they noticed a few drops of fluid leaking from the probe. Per conversation with the customer on (B)(6) 2011, no erroneous results were generated or reported out of the lab. The operator was wearing gloves and a lab coat and did not seek medical attention. There was no death, injury or change to patient treatment attributed to this event. The customer does have an exposure control or risk management plan in place and has not reviewed msds. There was no exposure to mucous membranes or open wounds and the leak did not affect patient results. The field service engineer (fse) did not observe the probe drip issue; however, he did replace the wbc bath, the vacuum isolation chamber (vic) and lcd screen during his service visit. Per conversation with the fse on (B)(4) 2011, he recently contacted the account and they informed him the leak has not reoccurred. Based on information provided the root cause can not be determined. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.